Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. It was reported that replacing the fuses resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when plugging the imaging system into a particular outlet the fuses of the imaging system opened. There was no patient present at the time of the issue.